Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported the customer received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 156 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.